Manufacturer narrative:
The pad-pak was first installed in 30th november 2009 and performed to specification up to the 4th may 2014. The device failed a self-test due to a low battery on the 11th may 2014 and remained in fault mode until the 28th may 2014 when an increase in voltage suggests a further pad-pak installed, the device passed a self-test. Multiple manual power ups, mainly of 10 minutes duration, were recorded between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed on the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.